Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. Before a 3.00x16mm taxus liberte stent delivery system (sds) was inserted into the guide catheter, it was noted that "the balloon looked defective and a strut was sticking up." There were no pt complications and the pt's current condition is listed as "fine". The procedure was completed with a new taxus liberte sds.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.